Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the operation channel (primary) . Based on the result, we concluded that it was caused due tothe operation channel (primary). In addition, our technician confirmed that the distal body broken, the lcb (light carrying bundle) broken, the suction channel buckled, the remote control buttons cut, the light guide cable collapse, and the u/d and the r/l pulley wires rupture; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0588(channel)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Operation/suction channel clogged.